Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. The lead was returned for analysis cut in two pieces at 20.9cm from the connector pin. Analysis found internal insulation abrasions at 8.5cm - 9.6cm and at 10.6cm - 12.3cm from the distal tip proximal to the rv shock coil. The re lumen was breached at both locations, but the etfe coating was intact.